Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-03812 / 03813 / 03814).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately ten years post-implantation due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue discomfort, loss of range of motion and mobility, and nerve damage this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately ten years post-implantation due to patient allegations of pain, swelling, inflammation, damage to surrounding tissue, discomfort, loss of range of motion and mobility, nerve damage, metallosis and metal debris. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. It was reported in operative report received for the contralateral side that the patient experienced bilateral hip pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.